Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the device's exhaled tidal volume (vte) levels being low could no longer be duplicated or confirmed. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating had lower than expected exhaled tidal volume (vte) levels. There were no reports of patient involvement associated with the reported event.